Event description:
Report 1 of 4: it was reported that when using one (1) bd vacutainer® push button blood collection set, blood was leaking from the tubing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-nov-2025. Investigation summary: bd received 10 samples for investigation, and a visual examination was conducted. No damage to the tubing was found. Additionally, a visual inspection was performed on 10 retained samples, and no defects associated with damaged tubing were detected. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 4. It was reported that when using one (1) bd vacutainer® push button blood collection set, blood was leaking from the tubing. No adverse impact was reported regarding the patient or user.